Manufacturer narrative:
Additional information added to d9, h3, h6 and h11. H11: the device was received for evaluation. A visual inspection was performed and a separation between the female connector and the main body was observed. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The reported condition was verified. The cause of the separation was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This occurred prior to use of the device for peritoneal dialysis therapy; discovered when verifying with a flush, before attaching to the patient. There was no patient involvement. No additional information is available, a supplemental report will be submitted.